Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead noise and fluctuating impedances were observed after a recent device change-out to a competitor device. The non-pacer dependant patient was sent to the ER for further evaluation.